Event description:
My lapband eroded requiring removal in 2016. However, it also was surgically repaired just one year after it was placed due to the tubing connected to the port shredding. Following surgery in 2016, I had to be revived because I stopped breathing. My stomach had a hole so large from the erosion that a mesh patch was required to repair it. I then developed an infection from the removal and had to stay in the hospital for a week after and continue to take antibiotics for the infection despite surgery being one month ago.